Event description:
It was reported that profile problem and labeling issue occurred. The stenosed target lesion was located in the right iliac artery. A 8 x 120 x 130 innova vascular was selected for use. During the procedure, the stent was deployed and a 7x150 ranger balloon was used for post-dilation. It was observed that the stent appeared to be longer than the balloon, resulting in a longer stent than intended. The procedure was completed using the original device. There were no patient complications as a result of this event and the patient fully recovered.